Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer's blood glucose level was 450 mg/dl and customer was vomiting. Customer was taken to the hospital and admitted to the intensive care unit (ICU). Customer attempted to reset the pump to resolve the issue. Customer was treated with IV fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer had not been released from the ICU at the time of the call. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.